Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm -2 hip femoral head; pinnacle mtl ins neut 36idx50od hip acetabular liner; pinnacle sector ii cup 50mm hip acetabular cup; pinn can bone screw 6.5mmx25mm hip acetabular cup screw; unknown hip femoral stem.

Event description:
Patient was revised to address osteolysis, metallosis and loosen cup at the bone to implant interface. Doi: (B)(6) 2007; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.